Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was able to reset to normal setting by programming intervention. The patient was stable.